Event description:
(B)(4). Same patient as 2134265-2013-01608. It was reported that following a coronary artery treatment procedure in-stent restenosis occured. Lesion 1 was a de novo lesion located in the distal left circumflex (lcx) with 99% stenosis and was 15 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with direct stent placement using a 3.50 mm x 20 mm ion stent with 0% residual stenosis. Lesion 2 was a de novo lesion located in the proximal left circumflex with 80% stenosis and was 15 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.50 mm x 16 mm ion stent. Following post-dilatation, the residual stenosis was 0%. Lesion 3 was a de novo lesion located in the distal right coronary artery with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and placement of 2.50 mm x 8 mm and 3.50 mm x 8 mm ion stents placed in an overlapping manner. Following post-dilatation the residual stenosis was 0%. During the procedure an edge dissection, post deployment of the 2.5 x 8 mm ion stent occurred. A 3.5 x 8 mm ion stent was deployed to cover the dissection as a bailout stent, with good angiographic results. The patient was discharged on aspirin and prasugre, however presented the same day with complaints of heavy pressure on chest, mostly on exertion. He was diagnosed with acute coronary syndrome and was hospitalized on the same day. The patient was subsequently referred for cardiac catheterization where restenosis was confirmed. The 95% focal restenosis of the study stent located in the proximal lcx was treated with balloon angioplasty with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).